Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57. User had an inaccurate reference- alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results from the meter memory. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer is concerned with all results, especially the 404 mg/dl. Customer went to the doctor's office on (B)(6) 2017. At the doctor's office, the doctor's meter read 185 mg/dl and the truemetrix meter read 226 mg/dl fasting. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 152 mg/dl and 179 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is june 2017. The meter memory was reviewed for previous test result history: 226mg/dl, (B)(6) 2017, 11:57 am, fasting:yes; 218mg/dl, (B)(6) 2017, 07:40 am, fasting:yes; 404mg/dl, (B)(6) 2017, 12:08 am, fasting:yes; 312mg/dl, (B)(6) 2017, 06:53 pm, fasting:yes; 384mg/dl, (B)(6) 2017, 12:29 pm, fasting:yes. Memory concerns: all results.